Event description:
Pt full 5 days s/p hip replacement last hip fracture. When in operating room to fix fracture-prosthesis that was implanted originally (bipolar prosthesis) had come apart. A new hip was implanted. Explanted hip was sequestered.